Event description:
Medics responded to cardiac drowning call. The device was used to defibrillate the patient seven times, at that time the patient converted to a rhythm that could be paced. Reportedly, when pacing was initiated the device switched to ECG lead ii. The screen displayed excessive artifact, the operator could not see if pacing achieved capture. Pacing was turned off and the device returned to paddles lead for continued monitoring. A back up device was made available and used to pace the patient with the same disposable defibrillation electrodes. The patient was not resuscitated. Reporter stated patient outcome not affected by device operation. The assessment based on evaluation of the patient's lack of viability.